Event description:
The article "factors related to successful transcatheter closure of atrial septal defects using the amplatzer septal occluder" reported the following adverse event(s): patient (a) required a permanent pacemaker for sinus bradycardia 2 months after the procedure. Patient (b, c) two cases of complete heart block were reported during the procedure. Patient (d) one patient experienced a junctional escape rhythm 2 weeks after the procedure and a right bundle branch block 5 months after the procedure. Refer to the article for complete details.

Event description:
The nurse involved stated, the tracheostomy tube was developed a leak after about thirty-six hours and it was in the pilot balloon. They then re-cannulated the patient with another dct tracheostomy tube.

Manufacturer narrative:
Additional information received from the physician on 10/26/2009: one patient who developed complete heart block was born in 1941, and so had the procedure in 2004. She had symptoms of breathlessness and palpitations and also had hypothyroidism and was on thyroxine as well as bisoprolol, bendrofluazide and atorvastatin. During the procedure (performed in the routine manner) the stretched diameter of the defect was about 39 mm. As she was keen to have an attempt at catheter closure and the only appropriate device size for such a defect was 40mm, an amplatzer 40 mm aso device was implanted. Because of the angle of the left atrial disc to the septum during initial deployment, the left atrial disc was delivered in the right upper pulmonary vein before the right atrial disc was deployed. The device was stable on wiggling and so was released. There were no complications and she was discharged 3 days later. She was kept in to check for device position because of the large size of the aso. On admission the ECG showed sinus rhythm at a rate of 66 bpm. Subsequently over the next few weeks, she had episodes of dizziness and a resting ECG one month later showed nodal rhythm at a rate varying between 37 and 40 bpm. Bisoprolol was stopped at this point. The echocardiogram was satisfactory as far as the device was concerned. A 24-hour ECG tape showed the heart rate varying between 33 and 70 bpm. After this because of recurrent dizzy spells, she was referred in (2 months after device implant) for consideration of permanent pacemaker which was performed at her original referring hospital. She is currently alive and well. The second patient underwent the procedure in 2006. She was born in 1954. The defect size was 28 mm and she had implantation of aso 30 mm in 2006. The femoral venous anatomy was very complex and so right and left femoral venous access was obtained after several attempts. The procedure itself was uneventful. After the procedure, during the night, she developed large retroperitoneal haemorrhage. She required surgical exploration and evacuation of the haematoma and repair of the puncture of the vein and artery on the right. She was eventually discharged home the following month because of complications post surgery also. Her latest review was in 2008 when she was very well. The latest echocardiogram was satisfactory with complete closure of the asd.